Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and found one of two sensors retracted inside the sensor base. Second sensor was found with a broken electrode, the broken part was missing. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
It was reported that the transmitter blinked when it was connected to the sensor but never finalized initializing. The customer removed the sensor and noticed the sensor cannula was missing. This issue occurred twice. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.